Event description:
It was reported that the patient was in the operating room getting bilateral sensight lead placement. One side of brain was completed fine before call but at the time of the call, the other side of the brain was providing red impedance all with 1. They were on their 2nd lead for this side, replaced test cable, tablet, communicator, and external neurostimulator (ens). Caller stimmed short- maybe 60 seconds- contact 1 with 2nd lead and values moved from high to 10300 on 1c. Confirmed lead on other side working fine with current equipment. Back to second side and decided to try a 3rd lead and all pairing were green and the placement was finished. Additional information was received from the manufacturer representative (rep)that two leads were opened and tested but neither were implanted. Stimulation was used to clear the impedance. The device will not be returned as the physician would like to perform their own testing. The impedance issue was resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(6), ubd: 15-may-2025, UDI#: (B)(4); medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported an alpha omega cannula was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.